Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged as patient has a condition that causes vomiting and excessive coughing. The physician wanted to implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system and considerations for leaving this device implanted were discussed. Additional information was received that this right ventricular (rv) lead and transvenous system were explanted and an subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.